Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a lobectomy procedure, the reload was attached to the handle but when they checked the opening, the device was locked and unable to be used. There was no patient involvement.